Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh, bso, excision of perirectal redundant skin tag, and cystoscopy; due to sui, fibroid, cystocele, rectocele, rectal skin tag, and pop. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, and neuromuscular problems. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and obtryx were used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2013 by dr. (B)(6) at (B)(6).

Event description:
It was reported that patient underwent excision of mesh on (B)(6) 2013 by dr. (B)(6) at (B)(6).